Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12 and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. The issue did not recur after the reset, and the caller was able to continue using the pump. Technical support advised the caller to contact them again if the malfunction code recurred, and the caller acknowledged and understood these instructions.